Event description:
During the procedure the balloon burst at 11 atm (3 atm over rated burst rate) and the physician observed extravasation of dye. Another device was used to address the vessel perforation.